Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter test strip (B)(4). Note: manufacturer contacted customer several times. On 1/3/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms present at the time of the call and no medical attention reported since the last call.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with e-3 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptoms of feeling sweaty and confused. The product is stored according to specification in the living room. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 69 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date and open vial date is undisclosed. The meter memory was not reviewed for previous test result history (date / time not set): symptoms: customer states that he is feeling sweaty and confused. Customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis. He was treated with fluids and insulin. Blood glucose results from hospital visit were undisclosed. No complications during and after the hospitalization.